Event description:
On (B)(6) 2005 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed that the tip of the filter was 4.2cm below the level of the renal veins. An approximately 5mm degree perforation was identified beyond the inferior vena cava (ivc) wall at the central and right posterior struts. There was no evidence of ivc tilt, strut fracture or ivc stenosis

Event description:
On (B)(6) 2005 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed that the tip of the filter was 4.2cm below the level of the renal veins. An approximately 5mm degree perforation was identified beyond the inferior vena cava (ivc) wall at the central and right posterior struts. There was no evidence of ivc tilt, strut fracture or ivc stenosis.